Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a decreased sound percept with the device. An appointment for re-fitting is considered. No incident of accident or trauma has been reported.

Manufacturer narrative:
As per the information from the field, during implantation an incomplete electrode insertion with 3 extra cochlear channels was achieved. During initial fitting session, patient had hearing impression only on 7 electrode channels. However the patient was satisfied with the hearing. Reportedly patients performance decreased over time, in situ measurement showed 6 active electrodes. A migration of the electrode array out of the cochlea could be the reason for the reported problem, however this is not confirmed yet. Patient was re-fitted and reportedly the hearing is stable. The device remains implanted and in use.

Event description:
The patient has a decreased sound perception with the device. After re-fitting the patient's hearing is reportedly stable. There are no further plans for re-implantation.

Manufacturer narrative:
As per the information from the field, during implantation an incomplete electrode insertion with 3 extra cochlear channels was achieved. During initial fitting session, patient had hearing impression only on 7 electrode channels. However the patient was satisfied with the hearing. Reportedly patients performance decreased over time, in situ measurement showed 6 active electrodes. A migration of the electrode array out of the cochlea could be the reason for the reported problem, however this is not confirmed yet. Patient was re-fitted and reportedly the hearing is stable. The device remains implanted and in use.

Event description:
The patient has a decreased sound perception with the device. After re-fitting the patient's hearing is reportedly stable. There are no further plans for re-implantation.

Manufacturer narrative:
As per additional information the recipient reported a further deteroriation of hearing performance. In situ measurements show 8 channels with high impedances. A further migration of the electrode array out of the cochlea could be the reason for the reported problem, however this is not confirmed yet. Furthermore during implantation an incomplete electrode insertion with 3 extra cochlear channels was achieved. No information about possible further steps is available yet.

Event description:
An initial report of decreased hearing perception was received in (B)(4) 2016. After re-fitting the patient_s hearing was reportedly stable. There were no further plans for re-implantation. Additional information received in (b(4) 2018 reported a further decrease in user's hearing performance. No further steps are currently scheduled